Event description:
It was reported by svc report that the stretcher has a broken weld and siderail will not latch up. It is unk if there was pt involvement, however, no adverse consequences are reported.